Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was confirmed but not reproduced during evaluation. The root cause of the reported problem was not identified. No repairs were made concerning the issue due to estimate refusal by customer. Additional information: baxter will continue to monitor similar reports to determine if further actions are required. The user interface module software version of this pump is 5.03.00.

Event description:
The facility reported a colleague infusion pump with failure code 814:02 on channel b. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.